Manufacturer narrative:
The investigation for the gastrointestinal bleed has been completed. The product was not returned for investigation. A data log review was not required for this case. According to the given clinical information, the patient was off anticoagulants due to a gi bleed on the 5th day of pump use. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not returned. The relation between gi bleed and impella device was unknown. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: d4-model number.

Event description:
The complainant reported that heparin was discontinued due to bleeding concerns for the patient on impella cp support. It was further reported that the patient had gi bleed. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.